Manufacturer narrative:
The investigation into the purge leak - pump issue has been completed since the original report was submitted. The product was not returned for investigation. The cause of the pump purge leak was a damaged sidearm, but the exact location could not be determined because no product was returned. Section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 75-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The patient was on impella cp support due to having chest pain and the patient coded when they arrived to the emergency room. It was noted that a light fluid leak was noted at the purge filter during impella support. The local team was aware of the leak at the yellow side arm connector. The device was explanted later that day.